Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). Product ID: 3889-28 only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative regarding a patient implanted with a neurostimulator. It was reported that the patient had exhausted all programs on the current lead and was not seeing symptom relief. It was stated that impedance was fine and the patient had gone through all 7 standard programs. A lead revision occurred and the issue was resolved. There were no further symptoms or complications reported or anticipated.